Event description:
It was reported that during a gastric bypass procedure that the surgeon indicated that a patient was returned to the or two days post op for a staple line bleed. Unknown as to how the bleeding was controlled. Buttress was used on the final firing of the pouch. Patient is currently doing fine.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was obtained from providers: are you seeing oozing in by-pass or just sleeve procedures? Yes, have seen in both. What is the cartridge selection for sleeve and gastric bypass procedures? For sleeve procedures, ethicon uses blue, covidien use gold mostly. In gastric bypass procedures, ethicon use blue on gastro, white on jejunostomy. Sews the common opening. What does the staple formation look like? The staples look to be in proper shape. Intraoperatively, are you hearing or seeing anything different? Not hearing anything when bleeding occurs. Are you waiting 10-15 second prior to firing? Pulse a little and then fire.